Manufacturer narrative:
Investigation results: evidence: in the evidence provided by the customer (allergic reaction checklist), the patient declares that he is only allergic to the drug phenergan. It also declares that it has not tested the patient for an allergic reaction to the product. The image provided shows the patient's mouth with apparent swelling on the lips. DHR evaluation: we reviewed the DHR for this (B)(4) / patient ID# (B)(6) / practice ID# (B)(6) qty. (B)(4) items assy-500011 (aligners), and (B)(4) items assy-500010 (template), were packaged by the first shift by bag and box operation on november 01, 2023, manufacturing cell 6, equipment bag-11. The sales order was inspected and met with the acceptance criteria provided by qa. Incoming inspection. We reviewed the incoming inspection record for the material used to manufacture this (B)(4). Raw material: part-501017-b / lot# 07115240 / qty. Received = (B)(4) pcs, inspection date: july 17, 2023. The material was found to be acceptable for use in the manufacture of the sure smile product. Failure mode: allergic reaction. Root cause: no defect. Conclusion code: no failure found.

Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient¿s symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this case it is reported that a patient had an allergic reaction to suresmile retainer during treatment. Their symptoms included swollen lips, mouth sores, and hives around the mouth. Patient sought medical treatment with an ent specialist and was given a medrose pack, claritin and oral b mouth sore medications. Symptoms resolved after stopping treatment and taking the medications. Retainer treatment was started again and the patient's reaction occurred again. The patient has since discontinued treatment with the retainers.